Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the foley catheter connection while the patient was indwelling on the fourth day of use. It was mentioned that health damage to the patient was unknown. Per follow up information received via ibc on (B)(6) 2022, it was stated that the urine leaked between the catheter and the sample port connector. There was no impact to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that urine leaked from the foley catheter connection while the patient was indwelling on the fourth day of use. It was mentioned that health damage to the patient was unknown. Per follow up information received via ibc on 02nov2022, it was stated that the urine leaked between the catheter and the sample port connector. There was no impact to the patient.